Event description:
It was reported that an animal underwent an unknown procedure on an unknown date and suture was used. The suture is pulling out of the attached needle, it has happened with about 6 of the 36 count box. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: as per the clinic: we have a box of ethicon monocryl plus 2-0 27" mcp333h lot rdmpdb exp 202-03-31, that one of our surgeons has been having trouble with. The suture is pulling out of the attached needle, it has happened with about 6 of the 36 count box. We have 5 unopened in the box. Please provide procedure name and date. We only record the type of suture used, we don't record which package was used. This particular box would have been purchased from wddc in october 2021 and in rotation around the purchase date until nov 4th when I emailed wddc. At that point there were only 5 packages left in the box, but my vet reported that approximately 6 from the box had suture that pulled from the needles. She uses this suture daily on several procedures daily. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. The only consequence is that she needed to open a new package of suture to continue her procedures. On nov 4th we ordered a new box. How was procedure successfully completed? Our vet opened a new package of suture. Usually from the same box. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name: irgacare, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: = 2360 g /m. Related to: 2210968-2021-12665, 2210968-2021-12666, 2210968-2021-12667,2210968-2021-12668, 2210968-2021-12669 and 2210968-2021-12670.

Manufacturer narrative:
Product complaint # ==> (B)(4). Date sent to the FDA: 01/25/2022. (B)(4). No device problem found. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: one opened box with three packets product code mcp333h were returned for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue on the suture and no defects were observed during evaluation. A functional test was performed, and the pull force result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. (B)(4).